Manufacturer narrative:
After percutaneous transluminal angioplasty ( pta) of the left superficial femoral artery, it was reported that the exoseal plug became stuck in a distal portion of right superficial femoral artery obstructing blood flow. Balloon dilatation and aspiration was performed in-order to restore the blood flow and manual compression was conducted to achieve hemostasis. Contralateral approach was made from the right common femoral artery and it was retrograde puncture. There was calcification but no stenosis at the puncture site. It was unknown if the patient was anticoagulated. The exoseal vcd was prepped according to IFU instructions. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to deployment of the exoseal. Approach was made with a 6fr 11cm medikit sheath. After the pta, the exoseal was inserted into the sheath and connected with it. The exoseal vcd was securely locked with the vascular sheath introducer, adequate bleed-back signal from the bleed back indicator was confirmed, and the physician started to retract the exoseal with the sheath. During retraction, although the pulsatile flow has not stopped yet, the indicator window changed to black-black pattern and the plug deployment button was pressed. The physician didn¿t have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. Manual compression was conducted since light pressure failed and hemostasis was achieved in 25 minutes after which the pulses and color of the right ankle did not differ from those of the left ankle. However, a significant decrease of right knee pulse was noted following the procedure and re-intervention was conducted. Angiogram was performed from left femoral artery and it revealed that the plug was stuck in a distal portion of right superficial femoral artery and blood flow was obstructed. Balloon dilatation was performed to restore the blood flow. A guidewire crossed the occluded site and aspiration was attempted, however, it failed and the plug was confirmed to move to the post tibial artery. Pta was conducted again, balloon dilatation was conducted and blood flow was restored and the procedure finished. The patient is doing well now. One non sterile 6f exoseal was received inside a plastic bag. The deployment lever was fully depressed. The indicator window was received in black/white and red position as expected. The guard was received deployed. The plug was not received with the returned device. The plunger disc was received aligned to delivery shaft end as expected. The device was received fully deployed. There were blood residues observed in the returned device. A 6f unknown catheter sheath introducer was received with returned device. No other anomalies were observed in the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure plug inaccurate placement- intravascular reported by the customer was not confirmed since the device was fully deployed as expected and the plug was not returned with the returned device. Neither the DHR review results nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. As per the IFU the user should observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue track (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. The small amount of bleed-back experienced while the window changed to black-black pattern might be expected. There is no indication of a product malfunction or user error. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event.

Manufacturer narrative:
Angiogram was performed from left femoral artery and it revealed that the plug was stuck in a distal portion of right superficial femoral artery and blood flow was obstructed. Balloon dilatation was performed to restore the blood flow. A guidewire crossed the occluded site and aspiration was performed initially. But it failed and the plug was confirmed to move to post tibial artery. The guidewire crossed the occluded site in the pta again and balloon dilatation was conducted. Blood flow was restored and the procedure finished. The patient is doing well now. The product was clinically used and will be returned for analysis. This device is available for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of an exoseal device for vascular closure after percutaneous transluminal angioplasty ( pta), it was reported that plug was stuck in a distal portion of right superficial femoral artery and blood flow was obstructed at superficial femoral artery. Balloon dilatation and aspiration was performed in-order to restore the blood flow and manual compression was conducted to achieve hemostasis. Contralateral approach was made from the right common femoral artery and it was retrograde puncture. There was calcification at the puncture site. There was no stenosis at the site. Intervention for left superficial femoral artery was conducted. It was unknown whether the patient was anticoagulated. The exoseal vcd was prepped according to IFU instructions. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd. Approach was made with a 6fr 11cm medikit sheath. After the pta, the exoseal was inserted into the sheath and connected with it. The exoseal vcd was securely locked with the vascular sheath introducer. Adequate bleed-back signal from the bleed back indicator was confirmed, and the physician started to retract the exoseal with the sheath. During retraction, although the pulsatile flow has not stopped yet, the indicator window changed to black-black pattern and the plug deployment button was pressed. The physician didn¿t have the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. Manual compression was conducted since light pressure failed and hemostasis achieved in 25min. The pulses and color of the right ankle did not differ from them of the left ankle, the procedure was finished. Significant decrease of the pulse at right knee was noted following the procedure and re-intervention was conducted.